Manufacturer narrative:
Upon disassembly, it was discovered that the motor, trigger flex, rotor, and gear train were worn.

Event description:
The core universal driver was returned for service. Upon eval at the MFR, it displayed a bias current error when connected to the console, signaling a condition occurred from which the device has the potential to run w/o user activation. There was no pt involvement, and there were no user injuries or adverse consequences.